Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No rewind anomalies were noted. The motor was tested outside of the device and it passed. Traces of corrosion were found at the electronic assembly per visual inspection. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of drive/motor anomaly. The customer's blood glucose reading was unknown. The customer stated that the pump cannot rewind and it is stuck. The customer stated that they tried several times and the pump did not alarm. The insulin pump was returned for analysis.